Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a lack of achieving expected results following a refractive procedure. Upon follow up, the doctors "impression" is that the percentage of patients that needed a re-treatment has increased and that the results with laser lately are not being so satisfactory. The doctor used to be happier with the laser. Five suspect cases, results will probably not be satisfactory but cannot be confirm until the second review is done seven to ten days later because refraction 24 hours post is still very unstable. A review of one week later has been done and confirms that the result was not as expected for only four of the cases. There are four related reports being submitted for the same facility. This is the fourth report being submitted for this facility and other manufacturer reports will be filed for the remaining.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. (B)(4).

Event description:
Upon receipt of new information, this report was not needed. Original event description described five patients being involved. Follow up information states that only four eyes resulted with an unexpected result post refractive procedure. This file represented the fifth patient that is no longer needed.